Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: a stent delivery system (sds) (B)(4) was returned for analysis. The stent had detached from the delivery system and was not returned for analysis. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. Crimp stent markings were visible on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a mid-shaft kink 1.2cm proximal of port site. This type of damages is consistent with excessive force being applied to the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 06-apr-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left circumflex artery. A 3.50x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent detachment.